Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 450 mg/dl. Customer reported that the insulin pump was not delivering bolus. Customer mentioned that she had symptoms of diabetes ketoacidosis, and treated with manual injections. Customer reported while checking the set noticed air bubbles of approximate size of air bubbles was 0.5 inch at the bottom of the tube and multiple large bubbles are present along the tubing length. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleged insulin pump was under delivering because she doesn't felt any blood glucose changes under insulin pump therapy. The reservoir will not be returned for analysis.